Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada 35 12 x 40 mm is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of an abdominal aortic aneurysm, an unspecified stent graft was implanted. An armada 35, 9x40, dilatation catheter was advanced via right femoral access without reported resistance to the stent graft and the balloon was inflated to nominal pressure. The balloon ruptured. The catheter was withdrawn from the anatomy without reported resistance. Another unspecified balloon was used to perform dilatation. Left femoral access was obtained and an armada 35, 12x40, dilatation catheter was advanced to the stent graft. The balloon was inflated to nominal and the balloon ruptured. As the catheter was withdrawn into the guide catheter without reported resistance, the distal end of the balloon sheared off in the anatomy. A cut-down of the left femoral artery was performed and the balloon was successfully snared from the anatomy. A non-abbott dilatation catheter was advanced to the stent graft and the balloon was inflated. The non-abbott balloon ruptured. Dilatation was considered complete and the procedure was ended. Although there was a significant delay in the procedure, the patient remained stable throughout the entire procedure. There was no adverse patient sequela. It is the physician opinion that the balloon separation may have occurred due to the balloon catching on a stent strut but this was not confirmed. No additional information was provided.